Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: after clipping on the device, the clip would not detach from the cartridge. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the case.

Manufacturer narrative:
(B)(4),